Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00105. All information from the original report(s) has been transferred to this report.

Event description:
It has been reported 05k/v60 ventilator/high exh tv.